Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery, while extracting with the hooked slap hammer, the trial broke at the level of the hole insertion for the hook. The trial broke in half, with the screw and bottom part of the trial remaining on the stem. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. The following sections were updated: these products are used for treatment. No product was returned, device was discarded. Therefore, visual and dimensional evaluations could not be performed. The device history records for were reviewed for deviations and/or anomalies with no anomalies/deviations identified that are related to this event. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. Zimmer biomet will continue to monitor for trends.